Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance and was hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 17 mg/dl at the time of the incident. The customer received emergency medical assistance 3 times in the past week and a half. The customer was given honey and dextro to treat. The customer experienced symptoms such as seizure. The customer was wearing the insulin pump during the incident and was involved in a vehicle accident. Troubleshooting was completed. The customer's pump was exposed to a cat scan machine and x-ray. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with a discharged energizer industrial alkaline battery installed. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08740 inches. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The motor was tested outside the device and passed. Insulin pump was received with broken battery tube threads, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.